Event description:
It was reported that the smartsite needle-free connector had flow issues and was blocked while flushing it. The following information was provided by the initial reporter: "smartsite blocked when flushing. Detailed incident description: clinician reported the smartsites continue to block when accessing/flushing. Has occurred on and off for a few months however decreasing in frequency."

Manufacturer narrative:
H6: investigation summary : twenty two 2000e-04 samples from lot 20055890 were received for investigation with one opened packaging and dried residual fluid. Additionally one extension set with a smartsite (ID (B)(4) without packaging and two m/devices empty packaging were received to assist the investigation. A visual inspection of the smartsite samples did not identify any signs of damage or manufacturing defect which could have contributed to the customer's experience. The samples were separately connected to a 50 ml bd plastipak syringe from retained stock and flushed with water; no occlusion or flow resistance was identified during testing. Furthermore, five samples were connected to the male luer of the extension set received and flushed with water; no occlusion was identified. In this instance, it was not possible to confirm the customer's experience; therefore there was no new product information on which to base a CAPA or sa.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smartsite needle-free connector had flow issues and was blocked while flushing it. The following information was provided by the initial reporter: "smartsite blocked when flushing. Detailed incident description: clinician reported the smartsites continue to block when accessing/flushing. Has occurred on and off for a few months however decreasing in frequency."